Event description:
It was reported that at the time of removal despite the needle safety device (characterized by a noise when the safety device is activated), there was an accidental prick with the gripper. There was a patient involved. Adverse patient effects are unknown.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.